Manufacturer narrative:
(B)(4). Concomitant medical devices - unk cup, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10080, and 0001825034-2018-10082. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient underwent hip revision surgery approximately 12 years post initial surgery due pseudotumor and elevated metal ions. Head was revised. Irrigation and debridement of pseudotumor and removal of hypertropic synovial tissue, irrigation and debridement of soft tissue and bone were performed

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. MRI suggested some metal debris in this lesion and serum showed metal ions elevated. Second MRI suggested metal-on-metal related pseudotumor involving left hip. Pre-op radiographs show a considerable area of osteolysis about the acetabulum. Synovial fluid was clear with slight yellow tinge. Abundant fluid removed from acetabulum about the prosthesis. No evidence to suggest infection. Taper of femoral component showed no evidence of notching. There was minimal evidence of galvanic corrosion which was cleaned using a bovie pad scrubber. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.